Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right ventricular (rv) lead impedance was high and out of range. A new lead was used and the procedure was completed with no adverse patient consequences.